Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6). H3: no parts have been received by the manufacturer for evaluation. H6: codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a pelvis revision procedure, when working on upper levels of construct with frame on l2, there was a misposition of the screw on t9 and t10 breach on t9. A re-spin was performed and the site tried to redirect screw on t9 but ended up in same location. The frame was repositioned and a third spin was taken. After this re-spin, screw was repositioned properly. T10 screw was left in original position. There was a surgical delay of over 1 hour. The patient impact was unknown.

Manufacturer narrative:
H2-h6: a medtronic employee went to the site to test the equipment. The system performed as intended and no hardware parts were replaced. Codes b01, c19, and d14 are applicable to the checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the amount of inaccuracy was 4mm. There was no impact on the patient outcome.